Event description:
The subsidiary service engineer (sst) reported that during routine testing of the device at the service ctr, there was a display problem with the pixels of the roller pump. This issue was found on a demo unit that the subsidiary was repairing. There was no patient involvement.

Manufacturer narrative:
The subsidiary site will be replacing the small graphics display. This complaint is related to MDR#: 1828100-2015-00135.